Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being processed due to an updated investigation conclusion code.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further troubleshooting be performed. The caller that stated that the patient will be seen for further testing; however, it has not been scheduled as of today. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this system was exhibiting a gradual rise in shock impedance measurements which had now exceeded 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that rv pacing impedance measurements were still out of range and a 21j commanded shock was delivered to the patient which resulted in an impedance measurement of 80 ohms. Currently, measurements are greater than 200 ohms. A boston scientific technical services consultant suggested further troubleshooting with the caller who will communicate the issues to the patient¿s physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.